Event description:
The user facility reported that as an employee was removing a cup of s40 sterilant concentrate from the system 1e processor after the processing cycle faulted, 2 small splashes of liquid contacted the skin of her arm. The area contacted by the liquid was described as approximately the size of a dime and had the appearance of an ink stain. No blistering was present and the employee did not seek or receive medical treatment. No procedural delays or cancellations were reported. The device present in the cycle during the reported event was reprocessed.

Manufacturer narrative:
The system 1e processor involved in the reported event was returned to the manufacturing facility for evaluation. Visual inspection of the processor found it to be in good working condition; there were small scratches on the unit typical of shipment and normal usage. Cycle printout tapes were not returned with the unit, however, each of 4 diagnostic and 4 processing cycles ran successfully. The root cause of this incident is that the user was not wearing proper ppe when removing a full or partially full s40 cup. The ss1e operator manual states (pp.7-13), "it is suggested that, as a precautionary measure, personal protective equipment (ppe) be worn. Recommended ppe consists of chemical-resistant gloves, goggles, and an apron, preferably with arm protection". The steris account manager performed in-service training on (B)(4) 2013 including the proper use of ppe and disposal of unused/partially used s40 cups.